Event description:
It was reported during the da vinci hysterectomy assisted surgical procedure, the mega suturecut needle driver was defective. There was reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip at the grip base. A piece approximately 0.156" x 0.067" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.